Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
An updated report will be submitted once additional information is received.

Event description:
Boston scientific received information that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.